Event description:
It was reported that during preparation for a transcatheter arterial embolization (tae) procedure, shaft fracture occurred. The target vessel details were unknown. A 16 x 140cm fathom 115cm renhf 20 preload microcatheter was selected for this procedure. During unpacking, the device was successfully pulled out from protective loop; however, it was noted that the catheter was fractured into two parts. A fracture in the hub and a fracture 100 cm from the hub were observed. Another of the same microcatheter was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was visually examined. A break in the shaft was present 4.7cm from the proximal end of the catheter hub. 3.7cm of braid was exposed at this point. A second break in the shaft was present 60cm from the distal end of the catheter hub. 3.7cm of braid was exposed at this point. A flattened section was present in the shaft 2cm to 2.5cm from the distal end. No other anomalies were noted. A dimensional inspection was carried out. Both the overall length and the working length could not be measured as unit was broken. All other dimensions which were measured were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a transcatheter arterial embolization (tae) procedure, shaft fracture occurred. The target vessel details were unknown. A 16 x 140cm fathom 115cm renhf 20 preload microcatheter was selected for this procedure. During unpacking, the device was successfully pulled out from protective loop; however, it was noted that the catheter was fractured into two parts. A fracture in the hub and a fracture 100 cm from the hub were observed. Another of the same microcatheter was used to complete the procedure. No patient complications were reported and the patient's status is stable.